Event description:
Customer reported a failure of the coulter lh 750 hematology analyzer to flag the presence of blast cells in the complete blood count (cbc) results for one patient on (B)(6) 2008. Erroneous results were released outside of the lab for this sample. Manual differential found 2% blasts. A corrected report was issued. There was no death, serious injury or change to patient treatment associated with this event.

Manufacturer narrative:
Flagging preferences are set to '2202'. This mid-level for blast, variant lymph, and imm ne 2; imm ne 1 is set to off. On (B)(6) 2008, the field service engineer (fse) discovered that the latron differential scatter was running low and the reticulocyte scatter is running high, the count times are slightly fast and the shear valves had excessive buildup. The fse replaced the white blood cell (wbc) dispenser and cleaned the apertures. The fse adjusted the latron parameters to assigned assay values, decreased sample pressures to increase count times, and cleaned the blood sampling and shear valves. Instrument was verified per established procedures. Data files were evaluated. All files showed neutrophil populations with tails. The algorithm in the lh750 software is designed to flag if a tail is significant enough. The datafile of the sample ran on (B)(6) 2008 has no imm ne 2 flag, because it has a slightly less significant tail. Lh750 software algorithm did generate an imm ne 1 flag (at all sensitivity levels) and an imm ne 2 flag (at high sensitivity level only). However, the flags were not printed due to the sensitivity settings on the instrument. There was no definitive root cause identified for this event. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.